Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a stenting treatment procedure, it was noticed the device was expired. A promus element plus stent was implanted in an unspecified lesion and after successful completion of the procedure it was noted that the stent was expired. No patient complications were reported. Additional information was requested and is not available.